Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. "Coin slot" on top of battery cap is stripped. A power loss was not duplicated. Battery cap measures within specifications. A portion of the battery compartment threads are damaged. Battery compartment crack observed below grip pad. "Audio bolus button" cover has a tear in the center. Button is responding. Keypad intact. The contrast and up keys were intermittently responding. The down and ok keys responded appropriately. Removed keypad and there was contamination under contrast and up key contacts. The black box dates from 5/22/2014 - 5/30/2014. Pump information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not able to hold power and not able to get passed the verify screen. The patient denied damage to the pump. The patient stated that the pump was not exposed to moisture recently. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.